Event description:
Clinician contacted arrow clinical support advising iab was inserted in or and they were using an autocat 2 wave pump. They stated iabp was not triggering or "tracking" correctly on ECG trigger. Pump was placed in operator mode and ap trigger. However, pump was not triggering off ap correctly either and it was pumping at 170 bpm. Pump was exchanged. There were no reported patient complications.

Manufacturer narrative:
Arrow field service contacted hospital biomed. Biomed stated that they ran the pump and it worked perfectly. Biomed also stated that they traced difficulty experienced to the skin leads as the same difficulties were experienced with the second pump.